Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded and printed at the manufacturing facility. The device history indicated on (B) (6) 2010 at 0942, the device was programmed to deliver in the continuous only delivery mode, at a rate of 360ml/hr, with a vtbi (volume to be infused) of 900ml, and a container size of 950ml. At 0943, the pump was powered off. The device history indicated that the device was not in clinical use on the reported event date of (B) (6) 2010. The history does indicate that on (B) (6) 2010 at 1341, the device was powered on and a cassette was inserted. At 1344, the device was programmed to deliver at a rate of 450ml/hr with a priming volume of 7.3ml. At 1349, a start alarm occurred and between 1350 and 1359 the silence key was pressed 4 times. At 1400, the infusion was started. Between 1506 and 1548, there were 5 proximal occlusion alarms. At 1548, the infusion was stopped and at 1549 the device was powered off. (B) (4)

Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed to deliver octagam 45gm in approximately 920ml, for continuous delivery, in ml mode, with a vtbi (volume to be infused) of 900ml, at a rate of 360ml/hr, for a duration of 2.5 hours and the delivery was started. On (B) (6) 2010 at an unspecified time, it was reported the homecare nurse reprogramed the device for a 2 hour delivery. No further programming was provided. The customer contacted stated the nurse reported that 1 hour and 45 minutes after the delivery was started, the device alarmed for an empty container. At this time the nurse noted the display indicated 800ml had been delivered; however, the container was empty. The device was removed from clinical use. There were no reported adverse patient effects. No medical interventions were provided. The customer contact reported during testing at the user facility, the device delivered more than intended. Though requested, no additional information was provided.